Event description:
It was reported that this patient received two inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device data noted oversensing of noise in both treated and untreated episodes as well as changes in the patient's amplitude morphology. An x-ray performed did not show any abnormalities. Device data also indicated the power consumption of the battery was increasing in a gradual fashion consistent with premature battery depletion. Device replacement was recommended. At this time, the s-ICD has been reprogrammed and remains in service. No adverse patient effects were reported.